Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A third cds was advanced in an attempt to stabilize the clip and reduce the mr. Grasping was performed, but there was no reduction in mr; therefore, the clip was not deployed and the patient was sent to mitral valve replacement surgery for treatment. The patient was confirmed to have a good outcome. No additional information was provided. Concomitant medical products: mitraclip system, steerable guide catheter, clip delivery system (50706u216). The customer reported the mitraclip clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other clip delivery system referenced is being filed under a separate medwatch MFR number.

Event description:
This is filed to report that the first clip became entangled in the chordae and could not be removed. The clip was implanted, but after deployment, detached from one leaflet and remained attached to the other leaflet which required surgical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. There was a large posterior flail and it was determined that this would be a multiple clip case. The first clip delivery system (cds lot # 50506u116) was advanced to the mitral valve leaflets in order to deploy the clip very medial. When advanced to the left ventricle, the clip became caught in the chordae. After approximately 20 minutes of troubleshooting, the clip could not be removed from the chordae. The leaflets were able to be grasped with good insertion; therefore, the clip was deployed with a slight mr reduction to 4. The second cds (lot # 50706u216) was advanced to the mitral valve and attempted to be positioned but the second clip continued to knock into the first deployed clip. The second clip was deployed which reduced the mr to 3. When the second clip was released, the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr returned to 4+.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the information provided to abbott vascular, the manufacturing records and complaint history for the reported lot. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported device damaged by another device resulting in the single leaflet device attachment (slda) appears to be related to the user error of a clip interacting with a previously implanted clip. Additionally, the challenging patient morphology/pathology likely contributed to the slda, as there was difficult mitral valve anatomy. However, a definitive cause for the clip caught on chordae could not be determined. The patient effect of mr is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The event was further reviewed by an abbott vascular senior medical advisor. The reviewer concluded that there was no evidence of a device issue in this incident. The reported chordal entanglement can be attributed to the medial positioning of the clip, and not indicative of a device issue. The need for mitral surgery and increase in mitral regurgitation are reflective of the leaflet pathology, and not an issue with the device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.